Manufacturer narrative:
Submit date: march 24, 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports non-specific issue. The controller was sent to a covidien service center for repair. Upon triage a service tech found that the power cord is damaged and showing bare copper wires.